Event description:
It was reported that during several surgical procedures at the user facility, a bur was getting stuck in the drill. Backup equipment was used to complete the procedures. No clinically significant delays, no adverse consequences and no medical interventions were reported.

Manufacturer narrative:
Worn components were discovered throughout the device.